Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5071182) on 14-aug-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("essure device removal"), pregnancy with contraceptive device ("I was pregnant") and abortion spontaneous ("unwanted abortion") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("I cried and screamed out during insertion(out of pain)"), presyncope ("I thought I was to pass out") and complication of device insertion ("complication of device insertion"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (one surgery was to remove tubes and second to have full hysterectomy minus one ovary). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous, procedural pain, presyncope and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, medical device removal, pregnancy with contraceptive device, presyncope and procedural pain to be related to essure. The reporter commented: she was perfectly healthy woman with no major gynecological issues and steady menstrual cycles prior to essure insertion. Diagnostic results: she went for her confirmation test and she was told that tubes were blocked. Two months after confirmation she was pregnant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.